Event description:
It was reported that on (B)(6) 2026, a 19mm epic supra valve was implanted in the patient. The body surface area (bsa) of the patient was 1.1, and so the surgeon would have expect gradients around 15 with a 19 size however, patient shows gradients of 40. The patient is waiting for evolution and early follow up. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.